Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot due to an active button alert. Review of the system log file confirmed the malfunction as the control 110 left wedge joystick was active at startup. Upon troubleshooting, fse found that left wedge joystick was faulty. To resolve this issue, fse fixed the left wedge joystick on imaging module. After that the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up due to an active button alert. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.